Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/17/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient forget dexcomrx from the smart device's bluetooth settings and disable the bluetooth, swipe close the application, reset the smart device, re-enable bluetooth, and re-open the application which was successful; device was displaying readings and working properly. No additional patient or event information is available.